Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when extracting a provisional instrument from the joint, the doctor noticed that there was a crack in the middle of the articular surface provisional.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Item is fractured and gouged. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.